Manufacturer narrative:
Further information from the reporter regarding the product details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Physician reported a xen 45 gel stent "injector blocked" prior to placement. No patient contact occurred.